Manufacturer narrative:
Additional information d9, e3, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, a fluid leak was noted from the hemostasis valve. The sheath was inserted into the patient and after transeptal, the dilator and wire were removed to exchange for the mapping catheter. At that time, it was noted that blood was leaking out of the valve and air was observed when drawing back on the side port. Visual inspection determined that the valve was displaced in the sheath handle and not working properly. The sheath was removed and exchanged for a non abbott (faradrive) sheath. The procedure was completed with no complications.